Event description:
Procedure type: kidney/adrenal grand. Reportedly, while using the device, a metallic part disengaged from the sponge. Nothing fell into the surgical cavity. The procedure was completed with another blunt tip trocar. No pt injury was reported.

Manufacturer narrative:
Date of initial report: 04/27/2007.